Event description:
It was reported that the customer experienced a blood glucose (bg) level of 362 mg/dl - "high"; specific value not provided. Cause of bg was unknown. A correction bolus was delivered via the pump to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. Additionally it was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.